Event description:
It was reported that an error occurred, and the programmer power suddenly failed. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer shut down after being left on overnight, as a result the power supply was replaced. It was also noted that the system fan was noisy.